Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was worn for less than an hour.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The device was received with the cannula not deployed. During the investigation, the ratchet gear was manually advanced, and the cannula assembly successfully deployed. The download data indicates that the device ran 46 pulses and then was deactivated. No issues were seen with the device. Based on the investigation the device functioned as intended and was deactivated before running enough pulses to deploy.